Event description:
It was reported that the tip of a reamer head and shaft broke during a bilateral tibial nail procedure. This caused a five minute surgical delay; however, another instrument was available for use. A 5mm piece of the broken reamer was left in the proximal metaphysis. The procedure was completed successfully without further incident. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and gender were not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: it was reported that the tip of a 8.5mm reamer head (352.085 lot 29253) and flexible shaft (352.040 lot 2599027) broke during a bilateral tibial nail procedure. The complaint condition for the 352.085 lot number 16894 8.5mm medullary reamer head and flexible shaft was likely caused by years of use and wear; this complaint is not a result of any design related deficiency. Per the technique guide, the 352.085 8.5mm medullary reamer head and 352.040 5.0mm flexible shaft are instruments routinely used in the flexible reamers for intramedullary nails system. The 352.040 shaft and 352.085 head were returned and reported to have broken while reaming the patient¿s tibia. Fragments of the reamer head were left in the patient. This condition is confirmed; the proximal portion of the reamer head is broken off and the four prongs of the flexible shaft have broken off the distal portion of the device. The 352.040 shaft was manufactured in may 2010 and is over five years old. The 352.085 head was manufactured in october 2013 and is over two years old. It is likely that wear and tear for multiple use instruments led to the complaint condition. The reamer head is in fairly poor condition and the cutting edge is dull. The balance of the flexible shaft is in very worn condition. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.